Event description:
It was reported by the patient that the patient heard "beeping" and at different times felt heart "skip a beat" and was lightheaded and dizzy. It was noted by the patient that the patient has not had their implantable cardiac defibrillator (ICD) checked recently. Follow up information was attempted, however, it was unable to be obtained. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.